Event description:
It was reported that the intraocular lens was explanted due to patient dissatisfaction. A smaller diopter lens was implanted.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4): a review of the manufacturing records for the intraocular lens (iol) were reviewed and showed no deviations. The diopter measurement records verified and showed the lens to be within specifications. This was in compliance with the labeled dioptric power of 23.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications.(B)(4): placeholder.

Manufacturer narrative:
(B)(6) 2012. Explanted intraocular lens (iol) was returned to our manufacturing site for evaluation. Visual inspection showed a lens were the optic was cut in half, no optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.